Event description:
The customer reported the ventilator went vent inop while on patient with no alarm. The customer reported that there's no patient harm. The distributor has replaced this unit and returning the unit to the factory for evaluation.